Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-01909). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that during a routine follow-up, the device was unable to be interrogated upon multiple attempts. Patient was asymptomatic. The device was explanted and replaced. The patient experienced no adverse consequences associated with the procedure.